Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, that the patient experienced a skin reaction the upper buttocks, right side. The sensor was inserted at the upper buttocks on (B)(6) 2016. The reaction was described as red skin, bleeding, bumpy, blisters, cuts and pealing skin with blood, and scaring. Affected are was treated with over-the counter (otc) bacitracin, aquafor, and coco butter. Patient's mother contacted their endocrinologist on (B)(6) 2016 who advised the patient's mother to contact dexcom. At the time of contact patient is stable, healthy. No additional event or patient information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.